Event description:
It was discovered that this pacemaker system was in a valid radio frequency (rf) overuse condition due to high amount of ventricular tachycardia (vt) episodes being registered every day. However, when data analysis was performed, boston scientific technical services observed there was no fast ventricular rhythm, but rather noise oversensing. The impedance and sensing were within range and the pacing configuration of the right ventricular lead was set to unipolar. Therefore, this device is oversensing myopotentials, inhibiting pacing and generating false vt episodes generating an rf overuse condition. Technical services indicated that the device interrogation occurred the same day the polarity was changed, so it is quite possible the healthcare professional changed the programming settings for some reason, but it was not for a lead safety switch as technical services was unable to find any evidence. There were no adverse patient effects reported and the device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was discovered that this pacemaker system was in a valid radio frequency (rf) overuse condition due to high amount of ventricular tachycardia (vt) episodes being registered every day. However, when data analysis was performed, boston scientific technical services observed there was no fast ventricular rhythm, but rather noise oversensing. The impedance and sensing were within range and the pacing configuration of the right ventricular lead was set to unipolar. Therefore, this device is oversensing myopotentials, inhibiting pacing and generating false vt episodes generating an rf overuse condition. Technical services indicated that the device interrogation occurred the same day the polarity was changed, so it is quite possible the healthcare professional changed the programming settings for some reason, but it was not for a lead safety switch as technical services was unable to find any evidence. There were no adverse patient effects reported and the device remains in-service.